Manufacturer narrative:
On (B)(6) 2015: tandem technical support followed up with the customer, and the customer reported that bg levels had decreased to 285mg/dl, and were continuing to go down. On (B)(6) 2015: customer reported that bg levels had decreased from 285mg/dl to target range, and current bgs were at 111mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 400s (438mg/dl) all day. Elevated bgs were treated by administering correction boluses, and a 10unit manual injection. The customer had also changed out the site approximately 1 hour prior to calling in. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that may cause elevated bgs with the customer. It was also noted that the customer had started new medication 2 weeks ago. Recommendation was made that the customer discuss what may be affecting bgs, such as new medications, or air bubbles in the tubing.